Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
Device not returned.